Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) states that the rubber came off of the caster wheel and he can no longer drive it.